Event description:
It was reported that during a low anterior resection procedure, the device did not fire. The patient will have a protective ileostomy for 3 months. The procedure was prolonged 150 minutes.